Manufacturer narrative:
Patient weight unavailable.

Event description:
Prior to a cardiac lead extraction procedure, a spectranetics bridge occluding balloon catheter was prophylactically inflated to ensure superior vena cava (svc) occlusion in the event that an emergency occurred during the procedure and required use of the bridge balloon. The bridge balloon was placed on the guide wire and prophylactically inflated within the patient. However, during the attempt to deflate the device to then ''stage'' the deflated bridge balloon within the patient for its use if necessary, it was noticed that air seemed to be drawing into the syringe and the bridge balloon itself was not deflating. With multiple draws with the syringe, the bridge balloon ultimately deflated. This aforementioned bridge device was removed from the patient, and a new guide wire and new bridge balloon were placed for prophylactic use with no need for its use in this procedure. The case was uncomplicated and successfully completed with no reported patient harm.